Event description:
It was reported that a user experienced prolonged hyperglycemia after a cartridge change while using an ilet system with a steel 6 mm contact/detach infusion set, with confirmed insulin delivery shown in the mobile app and subsequent infusion site replacement and priming performed during the call. Symptoms included elevated blood glucose up to 310 mg/dl without alerts for prolonged hyperglycemia, no ketone testing, and no acute medical symptoms. Outcomes included no use of backup therapy, no medical intervention, and user self-management with glucose trending down by end of call. Investigation included product-use troubleshooting and user education focused on infusion site integrity, tubing fill, cannula fill, and therapy resumption. Investigation of this case revealed that hyperglycemia was present with unclear etiology despite confirmed delivery logs, with possible infusion site or set-related contribution not verified. It was concluded that the event was user-reported hyperglycemia with cause unclear and that therapy continued after site change with improvement noted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.